Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy o2 device. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the reported ventilator service required alarm was duplicated during the initial evaluation. The service technician states that an oxygen blending module error code was found in the device's error log relating to the oxygen blending module air flow drift being out of range. The technician states that the oxygen blender printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, and power cord were replaced preventatively. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.